Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. A complete lead returned in one piece. Final analysis found full breached insulation degradation 4.5 cm from the connector pin. The degradation was noted to be adjacent to the connector boot.

Event description:
This report is to advise of an event observed during analysis.